Event description:
The event is reported as: during the first attempt to use a newly purchased micro bulldog forcep, the microaneurysm clips would stick in the forcep. The surgeon was able to remove the forcep from the clip with some difficulty but not damaging the vessel. No patient injury reported.

Manufacturer narrative:
At the time of this report the device sample was not returned for evaluation.